Event description:
Information received from the field does not address the patient's clinical status but notes that the device was in back-up mode. Several download attempts failed. The physician started surgery to replace the pulse generator but discovered a possible lead fracture and that the patient had poor venous access. The patient was transferred to another hospital where the explant procedure was completed.